Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, physical analysis has not yet occurred. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at follow up visit shortly after implant, no capture, decrease in sensing, and decrease in pacing impedance were noted on the rv lead. During the revision procedure, the physician tried to reposition the lead, but the helix was blocked. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically bent. The analyst noted the quattro helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.